Event description:
A medtronic representative reported an issue with a solera 4.5mm tap while in a surgery. The tip of the 4.5mm tap is slightly bent in area of the threads. The procedure was completed with the use of the stealths7 system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Medtronic investigation of returned suspect 4.5 tap finds that as reported, the end of the instrument is slightly bent. The tip is fluted out as well.